Event description:
A hospital in (B)(6) reported that the heater wire "connection pin" of an rt200 adult dual heated breathing circuit was bent and could not be connected. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned inspiratory and expiratory limbs of the complaint rt200 breathing circuit were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the inspiratory limb pins to a heater wire adaptor was not possible as the pin was split. Full insertion of the expiratory limb pins to the heater wire adaptor was successful. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).